Manufacturer narrative:
(B)(4) - device 11 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 twelve infusion set fell off during use and infusion set is used for 1 day. The blood glucose level was 150 mg/dl. No further information available.